Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the two-hour electrocardiogram (ECG) showed a non-specific intraventricular conduction delay and atrial fibrillation (afib) with slow ventricular response. It was noted a history of continuous or persistent afib/aflutter was known. Medication was administered. Two days following the valve implant, an asymptomatic low heart rate was reported. The cause was thought to be afib with a slow ventricular response. Medications were altered and a temporary heart monitor was placed. Five days following the valve implant, severe asymptomatic bradycardia was identified. The bradycardia corresponded with times of high vagal tone with normal heart rates during activity. Nine days following the valve implant a transesophageal echocardiogram (tee) guided cardioversion was unsuccessful and heart monitoring continued. Twenty nine-days following the valve implant shortness of breath, orthopnea, fatigue and lower edema presented. An echocardiogram identified pulmonary congestion along with mild aortic insufficiency with a mean gradient of 17 millimeters of mercury (mmhg), a peak atrioventricular velocity of 2.9 m/s, and an ejection fraction of 70%. Intravenous medication was required. Thirty-two days following the valve implant a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: annex e inadvertently omitted from initial regulatory report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the mild aortic insufficiency was mild paravalvular leak (pvl). No additional adverse patient effects were reported. Additional information was received which reported that the peak gradient was 34 mmhg. No additional adverse patient effects were re ported. Additional information was received which reported that thirty days following the valve implant, hospitalization was required for acute decompensated heart failure. Hemoglobin (hb) was 9.4 grams per deciliter (g/dl). One day later worsening anemia was noted and hb was 8.7 g/dl. Baseling hb was 11.8 g/dl. There were no signs of bleeding and iron studies were within normal limits. Hb was 10.5 g/dl at discharge, four days after presenting. Hb was 9.9 g/dl six days later.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Continuation of d10: product ID {d-evprop2329us}; product lot/serial number (B)(6) product type: {delivery catheter system (dcs)}; product ID {l-evprop2329us}; product lot/serial number (B)(6); product type: {compression loading system (cls)}; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.